Event description:
It was reported on (B)(6) 2026 by (B)(6) from daybreak that the patient took the daybreak device classic out on (B)(6) 2026 and noticed cracks. The 42-year-old female patient was advised to pause use of the device until she is sent a replacement device. There was no harm caused to the patient and no outside clinical evaluation was sought.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).